Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of several high blood glucose readings without hospitalization. The customer stated that the pump stopped during a self-test. The customer stated that the piston moved. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No pump anomaly was noted when performing the self-test. The motor was properly in place in the reservoir compartment. The motor functioned properly during testing. No drive/motor anomaly or rewind anomaly was noted during testing. Then, the motor was tested outside of the device and it passed. The pump had minor scratches on the display window, a scratched case, keypad overlay texture damage, a pillowing keypad overlay and a cracked keypad overlay at the select button.